Manufacturer narrative:
On (B)(6) 2015 11:09 am (gmt-4:00) added by (B)(6) ((B)(4)): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that a pressure transducer printed circuit board led to a leakage error when it was mounted into a ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported leakage error was confirmed by the field service engineer (fse). The pressure transducer printed-circuit board (pcb) has been replaced but, it has not been returned for investigation. According to received information, the faulty pressure transducer pcb was discarded. No logs were available for evaluation. The root cause for the reported leakage error cannot be determined since the replaced part was not returned for investigation.

Event description:
(B)(4).